Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site the day before for integrity errors. The air pump was adjusted. The sample diluter syringe was broken at the plunger head and was replaced. The fse performed system prime and bubble detector tests. The quality control was run and was acceptable. The cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false positive advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. The result was reported to the physician in the emergency department. The patient sample was repeated and the result was negative. The patient sample was also negative on an alternate method in the emergency department. A second sample was collected and tested. The result was negative. The first sample was tested again and the result was negative. An amended report was released. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.